Event description:
While the surgeon was placing the suture using 3-0 sh ethicon sutures, two of the sutures broke. Problem was identified immediately by the surgeon and corrected. This was also reported by the sales rep from ethicon. Please ref tracking number (B)(4).